Manufacturer narrative:
Section a1 - patient identifier complete entry = patient 2, patient 5, patient 7, and patient 8 all available patient information was included. Additional patient details are not available. The complaint investigation for falsely elevated magnesium results on an architect c4000, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer inspected the instrument and observed a piece of the cuvette drying tip, list number 09d51-01, had broken off and was in the cuvette. The part was replaced, and the cuvettes were cleaned, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results for several patients on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 1.6-2.6 mg/dl): patient 2 initial result was 3.09, repeat was 0.90, historical result was 0.90 mg/dl. Patient 5 initial result was 4.24, repeat was 0.93, historical result was 0.93 mg/dl. Patient 7 initial result was 3.90, repeat was 1.04, historical result was 1.04 mg/dl. Patient 8 initial result was 2.77, repeat was 0.68, historical result was 0.68 mg/dl. There was no impact to patient management reported.